Manufacturer narrative:
(B)(4). A lot history record review was completed for lot 25116300 the only lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device performed randomly during the pre-cautery test; it produced visible steam and heat during four (4) 3-second activations and did not produce visible steam during the remaining six (6) 3-second activations. It shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. But the device did not pass the temperature measurement test. The displayed temperature increased but did not turn "green" within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To test the electrical integrity of the jaw assembly, the jaws of the device had to be disassembled. The shrink tubing was fully removed from the hemopro2 shaft tip and a visual inspection revealed that the white wire was not separated from the prime jaw subassembly. This white wire is normally welded to the stainless steel stamped sheet metal part of the prime jaw. A test for continuity was performed between the jaws and the cable, the cable and the switch and the jaws and the switch using a multi-meter. Continuity was observed in all the three cases. The final temperature test was performed after disassembling the jaws and we observed that the displayed temperature increased and turned "green" within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 09:21 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 had intermittent continuity and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.